Event description:
A malfunction with code malf 15 was reported, and the pump had not been reset in the last 24 hours. There was no reported impact on the customer¿s blood glucose level. Customer technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer understood.